Event description:
The customer observed an erratic b12 result while using the architect b12 assay. It is unclear which result is correct. The customer provided the following results (reference range 187-883 pg/ml). (B)(6) 2011: 239 pg/ml; (B)(6) 2013: 239 pg/ml; (B)(6) 2013: 147 pg/ml; (B)(6) 2013: 97 pg/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.